Event description:
It was reported while using the therapy coolflex ablation catheter during pulmonary vein isolation, the irrigation port broke. Approximately 5 hours into the procedure, three ablation cycles were attempted without irrigation and the power was at 3-4 watts. The physician then noted the irrigation port was broke. The procedure was continued with another therapy coolflex catheter. There were no consequences to the patient and the patients' current status is listed as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.